Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. An investigation report was provided by the local team. According to the provided result of investigation, when the device was disassembled, traces of liquid contamination were observed on the cpu board and the display board. Pressure sensor and disengagement flex. Ic connections were found to be oxidized all this is probably linked to the reported defect. Based on this information the root cause of this defect was found likely due to a mishandling of the device caused by infiltration of medical liquid which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: at the start of the infusion process, the medical device returned the following message "keyboard error " and it no longer worked according to standards. No patient was affected by the reported device. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.